Event description:
Additional information was received from a company representative (rep) and the patient¿s drug information was provided as follows: fentanyl 100.01 mcg/ml at 0.63 mcg/day, bupivacaine 14.002 mg/ml at 0.088mg/day, baclofen 200.02 mcg/ml at 1.26 mcg/day, and morphine 50.005 mcg/ml at 0.315 mcg/day via the pump. It was noted the 24-hour dose was 100.01 mcg/day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: 8780 catheter: analysis identified a kink in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2023 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd: 07-feb-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving fentanyl 100mcg/ml bupivicane 14 mg/ml baclofen 200 mcg/ml morphine 50 mcg/ml 24-hour dose 100.01 mcg/day. Via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) reported that the patient changes in therapy efficacy and no longer getting adequate pain relief. Dye study was performed in the office revealed a possible occlusion of the catheter. A catheter revision performed on (B)(6) 2024. There was a kink in catheter distal to the anchor that was occluding flow. The hcp performed catheter revision using spinal segment of 8781 and connecting to original 8780. The drug information reads as: fentanyl 100mcg/ml bupivicane 14 mg/ml baclofen 200 mcg/ml morphine 50 mcg/ml 24-hour dose 100.01 mcg/day. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient weight and medical history were asked but unknown at this time. The patient status was alive and no injury. The issue was resolved.